Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were not aware of a cause, but that it just kept shutting off. They were sent "a new one overnight." No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated during trial, pain was gone and patient could walk. Since implanted, weight bearing, standing and walking have been awful as bad as before implant. Patient was implanted for nerve damage in foot and leg. Patient stated she had been reprogrammed twice. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the stimulation is being turned off without the patient touching the controller at all. The patient feels the stimulation stop and then they check the controller to turn up stimulation but it says stimulation off. The patient said this has happened many times. The caller said when this happens it is not due to low ins battery level. It happened on (B)(6) 2019 twice in the 15 minutes prior to charging the ins to 60%. The ins has never been lower than 30%. The patient said there are no cords or chargers attached when this happens. The patient also mentioned that the ins was not working as well on the patient's foot pain as the trial. The patient wanted to meet a manufacturer representative (rep) for programming. It was reviewed once the patient gets the replacement controller they may be able to make changes and resolve the foot pain on their own. No further complications were reported.